Event description:
The initial reporter stated that the pump was not alarming when the tubing was kinked. They stated that the pump continued to act as if it was running. Mmdg followed up with the initial reporter who stated that the patient missed their overnight feeding because the pump didn't alarm, but that they were able to start the feeding that morning and the patient had no adverse effects because of the complaint. Complaint: (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for investigation the pump operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was not alarming when the tubing was kinked. They stated that the pump continued to act as if it was running. Mmdg followed up with the initial reporter who stated that the patient missed their overnight feeding because the pump didn't alarm, but that they were able to start the feeding that morning and the patient had no adverse effects because of the complaint. (B)(4).